Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant, falsely depressed ca results is user error. The account had reversed calibrator levels which resulted in a bad calibration. The issue was corrected with recalibration and corrected results were issued for patients run since the bad calibration. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant, falsely depressed calcium (ca) results were obtained on the dimension exl system on patient samples. Patient results had been reported to physicians. Some patient samples were rerun after a calibration error was discovered. Corrected results were issued. Patient treatment was not altered or prescribed on the basis of discrepant ca results. There was no report of adverse health consequences as a result of discrepant ca results.